Event description:
Information was received indicating that a smiths medical cadd ms3 pump beeped a week prior that there was a blockage, but the syringe cartridge was empty. The patient reported no issues with the syringe being empty and unsure how long it was empty. The patient stated that another time after that, the pump read that it had 0.7ml, but it actually had 0.2ml (reading the incorrect volume). The patient had a working back up pump with no issues. The reported issue occurred while the pump was in patient use. There was no clinical injury to the patient or adverse event.

Manufacturer narrative:
Additional information received by smiths on 30 oct 2019. Reported that infusion is life-sustaining. It was also reported that event date of both issues is unknown, and unable to determine if they occurred on different days or not. Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer's stated problem. During investigation the pump was inspected, and functional testing performed, and the pump passed all testing. Further investigation of the pump found no issue with a blockage alarm and reading the incorrect volume. Therefore, no problem found with the reported issue.